Manufacturer narrative:
The pod was received for evaluation with evidence of blood on the adhesive pad and soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. The exposed portion of the soft cannula was found to have a tear and caused leakage. Fluid was observed exiting the tear. The observed tear did not contribute to the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level (bg) rose to greater than 390 mg/dl (21.7 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that corrections did not decrease their bg level. Upon removal of the pod from their leg, the patient noticed there was bleeding. As treatment, a new pod was applied. The device evaluation found the cannula to have a tear.